Event description:
Device malfunction: stent inadequately apposed to arterial wall. Time of malfunction: during the procedure. Symptoms/ae: second stent implanted as intervention. It was reported that during a right internal and common carotid artery stenting procedure an rx acculink stent was implanted and post-dilatation was performed. During filter retrieval the recovery catheter caught on the distal interstices of the stent, resulting in slight difficulty removing the filter. The sheath was repositioned to change the angle of entry of the catheter into the stent, the recovery catheter was manipulated and the filter was removed intact within five minutes. Blood flow was observed around the rx acculink stent and it as initially felt that the stent might not have been fully apposed to the common carotid arterial wall. Therefore, a second rx acculink stent was implanted extending the stent into the common carotid artery to correct the apposition. Afterward, angiography showed blood flow "stuck around the bulb area, which was likely dilated due to a previous patch angioplasty site". There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Stent inadequately apposited to arterial wall. Study event. The stent remains in the patient's body. The rx acculink instructions for use provides recommendations for appropriate stent size selection. It also notes more than one stent could be required to adequately cover a lesion. This reported incident does not appear to be a device quality issue. A review of the device history record did not reveal any non-conformities which could have contributed to this event. The rx accunet embolic protection device, part # 1011649-55, lot # 8032551, is being filed under MFR#3004742046-2008-00135.